Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that even though they have finished their last aligner, their right lateral incisor is rubbing on their bottom right lateral incisor. They are concerned if this continues it will chip the tooth. It is also uncomfortable for them to eat as this collision of their incisors makes it hard for their right molars to close completely.